Manufacturer narrative:
On the 03/03/2015 followup: customer reported that she was doing well and blood glucose level was down. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was >300 mg/dl. Customer requested assistance with pump settings from tandem clinical diabetes specialist. Customer stated that bg level had been treated via the pump and manual injection prior to contacting cds. Additionally, the customer tested positive for ketones.